Event description:
Reportedly, the tissues were found to be cut but not sealed after application of the instrument. The instrument remained adhered to the tissues. Hemorrhage occurred during the operation, reportedly less than 1l of blood. The surgery was converted to a laparotomy. The surgeon used another of the same instrument to repair the tissue and remove the first instrument.